Manufacturer narrative:
Additional information provided: b.5.

Event description:
It was reported that the tubing set separated and leaked during an unspecified infusion. This caused the patient's blood to back up in the tubing set and leak out onto the bed. Although the event caused the patient and the patient's parents anxiety there were no lasting adverse effects caused to the patient from this event. Customer stated that there is no further event information available.

Manufacturer narrative:
Report source: csc product recovery specialist. No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Sections requested but not provided.

Event description:
It was reported that the tubing set separated and leaked during an unspecified infusion. This caused the patient's blood to back up in the tubing set and leak out onto the bed. There were no adverse effects caused to the patient from this event. Customer stated that there is no further event information available.